Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms and high pacing thresholds. As a result, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.